Event description:
Boston scientific received information that the patient implanted with this device endured a syncopal episode. The arrhythmia logbook displayed ventricular tachycardia (vt) electrograms. The device was programmed to brady mode of ddd 60-120 and there were ventricular pace markers every 105ppm post a valid beat. The physician was to interrogate the device. Additional information was received that ventricular rate response (vrr) and atrial tachycardia response (atr) was programmed off. The patient was to return to the clinic for additional follow up at a later date. No further complications were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.